Event description:
Chemotherapy spiros y-site malfunction. The device was previously running chemotherapy and fluids. When the registered nurse (rn) went to check blood return in between chemotherapies, the rn was able to obtain blood return by pulling back on a syringe but unable to flush anything. Rn disconnected y-site tubing from patient. Patient's line working fine, with good blood return. Rn placed defective device into a specimen bag.